Event description:
The lens was found to have imperfections as the lens was implanted in the eye. The doctor enlarged the incision to removed and replace with the same type of lens. Suture was needed to close the incision.